Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a perforation and pleural effusion due to implant of the right ventricular (rv) lead. A pericardial window was performed and the lead was programmed off. A new lead was later implanted. No further patient complications have been reported as a result of this event.